Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation procedure with a carto® 3 system and there was a map shift issue with no error message, no cardioversion and no patient movement. While applying radio frequency energy, they got a sudden map shift and rotation on the carto® 3 system. There were no error codes and no metal near the location pad or the patch sensors. They created a remap and the remap was also not accurate. There was no patient consequence reported. Multiple attempts have been made to obtain clarification to this complaint. However, with the information available, this event was assessed as a not MDR reportable map shift issue. Additional information was received on 25-feb-2022. The map shift was discovered while moving the catheter around and the catheter appeared outside of the heart. The difference in catheter location before and after the map shift was significant. The physician did not perform cardioversion prior to the map shift and the patient did not move before detecting the shift. The map shift with no error message, no cardioversion and no patient movement was assessed as a MDR reportable issue. The awareness date is 25-feb-2022.

Manufacturer narrative:
The product investigation was completed on 10-may-2022. It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation procedure with a carto® 3 system and there was a map shift issue with no error message, no cardioversion and no patient movement. While applying radio frequency energy, they got a sudden map shift and rotation on the carto® 3 system. There were no error codes and no metal near the location pad or the patch sensors. They created a remap and the remap was also not accurate. There was no patient consequence reported. Additional information was received. The map shift was discovered while moving the catheter around and the catheter appeared outside of the heart. The difference in catheter location before and after the map shift was significant. The physician did not perform cardioversion prior to the map shift and the patient did not move before detecting the shift. The biosense webster field representative confirmed that performed full acceptance testing procedure (atp) on the system and all testing has passed. System is ready for service. Reported issue was investigated by device manufacturer. The data related to the reported issue was provided to the device manufacturer. An extensive investigation was conducted that includes the information from the photo. Metal levels were low on the catheter and patches. Back patches remain at their places along the study. Towards the end of ablation, the chest patches (and the chest) moved by {8.48428, 1.45483, 8.04775}mm per patch. So data acquired after the move was not aligned with data acquired before. Map shift was caused by patient movement. The issue is related to user error. The system is ready for use. According to the carto 3 instructions for use, (p.n. Ug-5400-007h, rev. 00a ): "when the relative position between the patches remains the same but the position of the heart relative to the back patches has changed (for example, after repositioning the patient's head on a pillow or moving the patient's arm without changing the patient's position on the mattress, or after the patient is cardioverted), the system will not give a warning and an incorrect map (map shift) might be generated¿. The complaint history of the system was reviewed. A manufacturing record evaluation was performed for the system #34025, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 05-apr-2022, noted correction to the 3500a initial under the h4. Device manufacture date field. Therefore, processed accordingly.